Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the software. Cfb logs are again visible on the logs on (B)(6) 2021 21:21:26 and (B)(6) 2021 13:13:57. Unit was in stand by mode while this instance. No thread sampler error is visible before this failures.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e shutdown and showing black screen while on patient use. The patient was pulled off the ventilator. The customer confirmed that there was no patient harm reported from this event.